Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The ehl suggests problem with dso sensor. Dso was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed preventive maintenance and has broken down. There was unknown patient involvement and unknown patient harm/adverse event reported. The event date is unknown. Investigation found an issue with the dso sensor.